Event description:
It was reported that a minimum fill notification occurred. Tandem technical support educated caller of the minimum fill recommendation for the pump. The customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer administered a manual injection to address bg. Customer loaded a new cartridge and resumed insulin delivery.